Manufacturer narrative:
This is being submitted as a part of a three year retrospective review/remediation effort to ensure consistency in MDR reporting. A review of the device history record could not be performed because the lot number was not reported. Analysis of the device revealed that the ptfe (polytetrafluoroethylene) coating appeared to be scraped off of the guidewire with the torque device collet. From the condition of the guidewire, it appeared that the torque device had been dragged down the guidewire ptfe. The coating was present on the guidewire and it was found to be slippery when checked with gloved, wet fingers. The device was hydrated and visual inspection of the wet guidewire revealed no uneven swelling of the distal hydrophilic coated section. No friction or resistance was noted during functional test with a demo microcatheter and the guidewire torque was smooth. Per the device dfu: securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be use related. Based on analysis results and information available an assignable cause of dfu instructions not follow was assigned to this investigation

Event description:
The guidewire polytetrafluoroethylene (ptfe) was peeled/scraped off from the proximal end. There was no reported clinical consequence to the patient.